Manufacturer narrative:
B3: date of event estimated using date therasphere was administered. Event date is most likely between 03-oct-2024 (date of administration) and (B)(6) 2024 (date of first medication given in response to the event). D3: manufacturer zip/postal code: (B)(6), g1: MFR site zip/post code: (B)(6).

Event description:
It was reported via clinical study that the patient had epigastric pain and a non-obstructive pulmonary embolism, requiring prescription medication. The subject was enrolled in the clinical study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging documented avid uptake in all lesions. Thermosphere treatment administration was performed on (B)(6) 2024. On (B)(6) 2024, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2024, monotherapy of 1500 mg durvalumab was administered intravenously. On (B)(6) 2024, monotherapy of 1500 mg durvalumab was administered intravenously. The subject had epigastric pain and a non-obstructive pulmonary embolism. The adverse events were treated with the following medication: acupan (20mg/ four times per day, starting (B)(6) 2024), innohep 4 000ui/0.55(1 injection/ daily, (B)(6) 2024), and eliquis (5 mg/ twice daily, starting (B)(6) 2024).

Event description:
It was reported via clinical study that the patient had epigastric pain and a non-obstructive pulmonary embolism, requiring prescription medication. The subject was enrolled in the clinical study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging documented avid uptake in all lesions. Therasphere treatment administration was performed on (B)(6) 2024. On (B)(6) 2024, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2024, monotherapy of 1500 mg durvalumab was administered intravenously. On (B)(6) 2024, monotherapy of 1500 mg durvalumab was administered intravenously. The subject had epigastric pain and a non-obstructive pulmonary embolism. The adverse events were treated with the following medication: acupan (20mg/ four times per day, starting (B)(6) 2024), innohep 4 000ui/0.55 (1 injection/ daily, (B)(6) 2024), and eliquis (5 mg/ twice daily, starting (B)(6) 2024). It was further reported that the event of "non-obstructive pulmonary embolism" was a data entry error. On (B)(6) 2024, one dose vial of therasphere was administered to the liver; total administered activity dose was reported as 2.718 gbq. On the same day as therasphere administration, the subject was noted with right hypochondrium pain, which was treated with acupan (20 mg /orally/four times per day, (B)(6) 2024 through (B)(6) 2024) and efferalgan (paracetamol) (1000 mg/ orally/ as needed, (B)(6) 2024 through (B)(6) 2024).

Manufacturer narrative:
D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site zip/post code: gu9 8ql.